Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the healthcare provider was checking for possible infection and sepsis around the pump. It was unknown if the issue was related to the device or therapy. The caller had no other details.